Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter does not think the infusion device is working correctly due to the variation of the patient's blood glucose level. The patient received a blood glucose result of 68 mg/dl. The next day, the patient received blood glucose results of "around 300 mg/dl" and 188 mg/dl. The timeframe between the results was unknown. No adverse event was reported. The infusion device was requested to be returned for product evaluation.